Manufacturer narrative:
Block b3: exact date unknown, event occurred two days from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. Imaging confirmed lead migration. No device malfunction was suspected. The patient underwent a lead replacement procedure. The patient was doing well postoperatively, and the explanted lead was not returned due to facility policy.